Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device and an implantable neurostimulator (ins). The reason for call w as patient  stated "it refuses to speak to each other since 2 days ago" patient  clarified that her recharger will not connect to the ins patient stated she is seeing "reposition antenna" screen. Patient stated she charged her ins last about a week ago and she charged it complete 100%. The patient was asked about a patient programmer, but patient  stated she never adjusts the stim and does not recall having a programmer the patient was walked through al feature. The patient  reported seeing 30. The patient moved the antenna around but the number did not go above 30. The patient tried to initiate a charge and patient  reported seeing "por" message. Patient was able to bypass the por message and connect to charge her ins with all coupling boxes shaded. Reviewed por meaning. Patient  stated she did find her patient programmer. Patient  will call back when her ins battery is @ 50% to clear the por message with the patient  programmer. The patient later called back and now has ins charged up to 50 percent and needs help clearing por code. The patient was assisted in  successfully clearing the informational por code and turn stimulation back on. The troubleshooting steps that were taken on the call resolved the issue.